Manufacturer narrative:
Date sent to the FDA: 10/21/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/12/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia and adhesions following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery of the mesh on (B)(6) 2016 during which the surgeon noted abdominal and small bowel adhesions, small bowel obstruction, foreign body reaction and inflammation. It was reported that the patient underwent hernia repair surgery (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the mesh was bulging in the midline within the hernia sac with the mid bowel intensely incorporated into the mesh. Removing the mesh from the bowel caused enterotomies in the mid bowel and small bowel was resected. It was reported that the patient experienced severe pain, nausea, inflammation and scarring. Other procedure is captured under separate file. No additional information was provided.